Manufacturer narrative:
The date of event has not been provided. The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Consumer alleges that when going in reverse if she gets too close to anything her rear wheels drive backwards up the item. This has caused her to tip and the unit to land on her bruising her hip.